Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was working intermittently. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use was observed. There was no evidence of blood detected. No visual defects were observed. The device was evaluated for its electrical function according to the service manual - ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all tests, the green light indicator on the power supply turned on and the beeping tone was heard and continued to play as soon the switch was turned on. The results of the test are as follows: measured no load voltage test: 5.49 vdc pass (requirement: 5.5 vdc +/- .05 vdc) measured low current output test: 3.98 amps dc pass (requirement: 4.0 +/- .05 amps dc) measured high current output test: 5.96 amps dc pass (requirement: 6.0 +/- .05 amps dc) based on the returned condition of the device and the evaluation results, the reported failure "intermittent continuity" is not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was working intermittently. A replacement device was used to complete the procedure. The hospital did not report any patient effects.